Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The piab letter reported that the patient underwent a hip replacement on (B)(6) 2010 and the screw used became loose. The intramedullary screw became loose and protruded into the surrounding tissue causing pain.